Manufacturer narrative:
(B)(4). The insulin pump powered up with a blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform the displacement test due to the poor connection. The insulin pump was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the insulin pump where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. Also the serial number label located between the belt clip rails has worn down to a point where it¿s unreadable, and the middle (enter) keypad button is cracked.

Event description:
Information received by medtronic indicated that the insulin pump had a crack. Customer stated that insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.